Event description:
The first two threads of a biorci ha interference screw broke during insertion. The thread fragments remained in the patient. A new biorci interference screw was used to successfully complete the surgery. It was reported that there was no patient injury or complications.